Event description:
1 monitored atrial tachyarrhythmia / atrial fibrillation episode on (B)(6) 2023. Device appears to be oversensing on the right atrial lead, possibly emi ( electric magnetic interference). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).